Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) found half height main drawer 2.1 was not detected on the bus due to a disconnected and damaged retractor band caused by overextension from faulty rails. Replaced the retractor band, restored controller board functionality, and identified worn rails as the root cause. Returned onsite, replaced drawers 2.1 and 2.2, reinstalled cubies, rebooted the unit, and successfully tested both drawers in hta and application. Customer verified and completed inventory successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.